Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 400 mg/dl. The customer tried using two sensor and they both fell out of the site. The parent states that the sites were wrong and the customer needed to change their site. Caller states that the site looks infected. The customer did not bolus for the high blood glucose. The customer did not return the product back for analysis.